Manufacturer narrative:
(B)(6). Approximate age of device - 4 years, 6 months. (B)(4). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient called complaining of dark tarry stools, fatigued, lethargy and dizziness. The patient was brought to the hospital and found to be anemic and was admitted for gastrointestinal bleed. The patient was transfused with 2 units of packed red blood cells. An endoscopy was performed with 2 hemoclips were placed. The inr goal was lowered. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no gi bleed was found on the upper endoscopy (egd) or capsule enteroscopy. 4 units of packed red blood cells (pbrc) were transfused and daily enemas were administered until the patient¿s severe constipation resolved.